Manufacturer narrative:
D4. Lot unknown. H.4. Device manufacture date: unknown. D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix¿ pmic/ID-107 a. Urinae misidentified as s. Capitis. No patient impact reported. The following information was provided by the initial reporter: customer reporting a. Urinae misidentified as s. Capitis.

Event description:
It was reported that bd phoenix¿ pmic/ID-107 a. Urinae misidentified as s. Capitis. No patient impact reported. The following information was provided by the initial reporter: customer reporting a. Urinae misidentified as s. Capitis.

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 3024078. D.4. Medical device expiration date: 16-jan-2024. H.4. Device manufacture date: 24-jan-2023. D.10 device available for eval? Yes. D.10 returned to manufacturer on: 15-aug-2023. H.6 investigation summary: this complaint is not confirmed. This complaint is for misidentification of a. Urinae as s. Capitis when using phoenix panel pmic/ID-107 (448607) batch number 3024078. The customer did not return panels or lab reports but provided isolates for the investigation. Bruker maldi was ran on the returned isolate and was identified as escherichia coli. Since this is a gram negative isolate, a gram negative panel is recommended. This complaint is not confirmed a review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one additional complaint on the complaint batch, related to this defect but unconfirmed. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.